Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while trying to disconnect the right ventricular (rv) lead from the implantable cardioverter defibrillator (ICD), it was noted that the superior vena cava (svc) coil setscrew on the device header port was stripped out, making lead removal impossible. The rv lead was being replaced due to high impedance and oversensing with non-physiologic episodes. The lead and device were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged connector and foreign material in the connector. The returned device indicated a damaged grommet and a missing grommet. The returned device indicated foreign material (fm) on a set screw, a damaged set screw and a set screw with a rounded socket. The analyst indicated the svc bore was found with fm. Connector was found with damage and foreign material in the svc bore. The analyst indicated the right rv grommet was found with damage and the svc grommet was found missing. The analyst also indicated the svc setscrew was found with fm, damage, and rounded corners. Finally the analyst identified the svc setscrew was found with fm and damaged threads and the svc block was found with fm and damaged threads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.